Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were advanced to a heavily calcified lesion in the left anterior descending artery (lad). The vessel was primary wired with a workhorse wire, but the physician could not advance any devices through the lesion, including a microcatheter. Therefore, the workhorse wire was removed, and the lesion was primary wired with the viperwire. The microcatheter was advanced as far as possible into the lesion. A csi orbital atherectomy device (oad) was inserted, but it was then determined that the oad did not reach to the target area. The oad was removed. During attempted removal of the viperwire, the wire became stuck in the lesion. An angioplasty balloon was inserted alongside the wire and inflated, but this did not resolve the issue. The distal tip of the guidewire became entangled with the microcatheter and guideliner, and the tip of the wire fractured. A fragment was left in vivo with distal flow preserved. The patient was stable and was discharged home within a day.